Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experiencing a gradual increase in right ventricular (rv) lead bipolar and rvtip to rvcoil impedance. It was noted the rv sensing and rv thresholds were stable. At this time, the patient continues to be monitored and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the rv lead impedance alert for out of range impedance triggered and it was noted the lead continued to show a gradual impedance rise. It was noted the impedance was undefined and the alerts were programmed off. The patient continues to be monitored and the rv lead remains in use. No patient complications have been reported as a result of this event.